Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during oral surgery, the device had damaged insulation due to mishandling. The damaged needle electrode burnt the patient. Currently, they are using metal artery forceps to remove and replace electrodes. The patient had a slight burn, the degree of burn and treatment was unknown.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The returned product did not meet specification as received. Visual inspection found the blue heat shrink had a hole. There were also marks in the blue insulation as though the electrode had been grasped and twisted by a metal object, or had come into contact with a sharp surface. Electrodes are subjected to a 100% inspection prior to shipment. The investigation identified the root cause of the reported event to be attributed to user handling damage. The instructions included with the device cautions users that cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object, or bending may damage the electrode. Additional information: if information is provided in the future, a supplemental report will be issued.